Manufacturer narrative:
No product was returned to the manufacturer for device evaluation and no lot number provided. The manufacturer is unable to investigate further at this time, no root cause established. Should further information become available, coopervision will submit a follow-up report. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
The patient alleges eye irritation after removing their contact lenses. Ten days later, when the issue had not resolved, the patient sought medical treatment. The treating physician is not the patient's prescribing physician so visual acuity prior to the event and patient history are unknown aside from the information supplied by the patient. It is reported that the patient uses their contact lenses for extended-wear use, wearing 24 hours a day 7 days a week, and has not been for a check-up in two years. The treating physician reports findings of severe diffuse corneal infiltrates, epithelial and stromal edema and limbal injection with moderate bulbar injection and notes that the cornea of both eyes appear cloudy and granulated. No medications were prescribed, the patient was referred to an ophthalmologist for further care. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis, lack of medical information, and unknown resolution.